Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+b) result on their e601 analyzer. The patient's initial hcg+b result was <1 u/l and this result was reported outside the laboratory. The physician questioned the result because the patient was pregnant, and sent another sample to the laboratory for testing. The second sample's result was 30000 u/l and it was reported outside the laboratory. The original sample was retested and the result was 26000 u/l. The patient was not adversely affected by any action taken. The hcg+b reagent lot number was 162501 and expiration date was not provided. Calibration data at the time of this event was compared with lot release data and was within specification. Quality control information was provided but was not readable. Clarification of this data was requested but not provided. Analyzer performance checks were within specification. No reagent or instrument issues were evident. Based upon the information provided, the customer is not following the tube manufacturer's recommendation for sample centrifugation. This could be a possible cause for this event.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. The initial falsely low hcg+b result could not be reproduced and the patient was pregnant. Inappropriate centrifugation of the sample could be a possible cause for this event. No adverse events for the patient were reported.